Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, after the anastomosis firing on bowel tissue, bubbles were noted when a leak test was done. The surgeon confirmed that the donuts were complete and then oversewed the staple line were the bubbles were seen to resolve the issue and complete the case.